Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the coating of the guidewire tip was coming off. There were no reported patient consequences due to the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the cause for the reported issue cannot be determined.

Event description:
It was reported that the coating of the guidewire tip was coming off. There were no reported patient consequences due to the event.